Event description:
It has been reported to philips the system is down (the unit will not charge the battery) per the customer attempted to plugged in and tried a different unit but will not charge the battery.